Event description:
An MRI (date not reported) confirmed that the patient had an inflammatory mass. No additional information was provided. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.